Event description:
It was reported that upon insertion and deployment of a disposable novasure device on a "extremely retroverted uterus", the physician "knew that the device was beyond the uterine wall". The physician examined the uterine cavity with a hysteroscope and verified a perforation. No treatment was needed and the pt was discharged home. On (B)(6) 2011, the physician reported "the pt is doing fine".

Manufacturer narrative:
Device history record (DHR) reviewed was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Reference internal complaint cc# (B)(4).